Event description:
The information received from the field states that this device jumped and punctured the dome of an aneurysm during an embolization procedure. The patient expired. There was no more patient or procedural information provided. Please note that multiple attempts to acquire additional information have ben made and have been unsuccessful.

Manufacturer narrative:
The product was not returned for evaluation and testing. Additional informaton will be forthcoming within 30 days upon receipt.